Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. The customer complaint was undetermined because there was no voltage. The reported event of unrecoverable loss of antenna passed threshold could not be determined. A root cause could not be determined.